Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or read as high on the cgm. Technical support guided the caller through several steps to address the occlusion, including disconnecting tubing and delivering boluses. The customer was advised to replace supplies as necessary and resume insulin therapy.